Manufacturer narrative:
The customer did not return a sample for evaluation, nor provide a lot number. Therefore, the complaint history and batch records could not be evaluated. The root cause could not be determined. (B)(4).

Event description:
A customer reported fibers were found in a patient's eye. The customer suspects the fiber is from the custom pak. There was no patient harm reported. Additional information has been requested, but none has been received.